Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and continued to use the pump for insulin therapy.